Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope image went black when plugged in. The issue occurred during inspection for use. The procedure was completed with another single port device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection. The device evaluation revealed that the reported event was not reproduced and cannot be confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.